Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during aneurysm treatment, while preparing to use the product and pushing the axium coil out into the bath, it was noticed that it had detached and early dislodgement, and therefore it was not used. It was noted that there was no deformation or damage observed in the delivery pusher. No resistance was encountered during delivery. The coil was not repositioned, and no dislodgement was attempted. Additionally, the delivery pusher did not rotate inside the patient's body. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). There was no patient involvement.

Event description:
Additional information received reported the hand side was slightly rolled when taking the coil out of the hoop, so it is speculated that the push wire may have broken at this time. The device was detached prior to use. An instant detacher was not used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.